Event description:
On june 5th, 2025 fujifilm healthcare americas corporation was informed of an event involving vp-7000. It was reported that the staff smelled smoke and burning coming from the eluxeo system, during a treatment. No additional information was provided. The report is being submitted in abundance of caution due to the unconfirmed patient impact by switching scopes during the treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ref comp #(B)(4). Update: detailed investigation of the incident concluded that the reported issue was not confirmed. During the investigation, all circuit boards and electrical components were checked and there was no burnt electrical parts found and no catastrophic burning smell detected. The vp-7000 was clean in a new physical condition. It passes all electrical safety tests with no abnormalities and operated per manufacturer specifications. Initial importer MDR 1000513161-2025-00026 is attached in this supplemental report (s1).